Event description:
Post pvi interrogation showed drop in sensing, increase in impedance >3,000 and shock impedance >150 and no capture at 7.5 @ 1.5. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.